Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation and removal difficulties were encountered. The physician placed a taxus express2 3.0 x 32 mm drug eluting stent into the left anterior descending artery. Following deployment the physician experienced withdrawal resistance upon trying to remove the stent delivery system. "Conventional techniques" were tried to remove the system without success. Withdrawal of the balloon was obtained only after deep seating of the stent with the guide catheter. There were no reported pt complications.